Manufacturer narrative:
(B)(6).

Event description:
The customer stated they were receiving questionable results for calcium on their cobas c501 (serial number (B)(4)). There was one discrepant result reported outside the laboratory. The physician questioned the result and requested a re-test. The patient had a re-draw tested and the initial sample repeated. All the repeat testing was performed on the same c501 analyzer. All tests were performed on (B)(6) 2011. The initial calcium result was 5.7 mg/dl accompanied by a data flag. The repeat result from the original sample was 7.6 mg/dl accompanied by a data flag. The result from the re-draw was 7.7 mg/dl accompanied by a data flag. The patient was not adversely affected by the event. The field service representative determined the event was caused by a leak in the vacuum tubing. He replaced the vacuum tubing. He performed precision testing with passing results. The customer calibrated and ran quality control with passing results.